Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "foaming at the suction of taurolock heparin lock in place since 3 days, that suggest the presence of air. We called the doctor and he took the decision to change the connection the end of the green tip then appears injured which explains the imperfect seal of the system.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the end of the green sleeve was damaged, which resulted in a leak, was confirmed. Returned was a cannon ii plus connector assembly with a green sleeve inside, a white compression fitting, and a separate green sleeve. The separate green sleeve appeared unused and that it was returned as a "good" sample. The separate green sleeve measured 22/64 inches (0.34 inches) in length, which was consistent with sleeve graphic. The compression fitting with the green sleeve inside was examined microscopically. The green sleeve at the proximal end of the white compression fitting had been peeled into a ribbon-like strand, but it was still attached to the green sleeve. It appears the end of the green sleeve had been caught in the threads of the compression fitting while the catheter was being assembled. The body of the green sleeve was visible 4 mm inside the proximal end of the compression fitting. The green sleeve was also visible 11 mm inside the distal end of the compression fitting. Both measurements were made with a dental pic. Since the compression fitting is nominally 23 mm in length, the remaining unpeeled portion of the green sleeve was approximately 8 mm in length compared to the nominal length on the sleeve/compression fitting graphic (0.35 inches; 8.9 other remarks: mm). The green sleeve was pulled out of the compression fitting and it was intact except for a small portion at the proximal end that had been peeled into a ribbon. A catheter body from lab inventory was used to test the returned components. The connector assembly was attached to the catheter body using the white compression fitting and the separate, undamaged green sleeve. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester with the distal end of the catheter clamped. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. No leaks were observed. The catheter was disassembled and the green sleeve inspected. No damage was observed. The instruction booklet provided with the set describes the insertion procedure. Included are the cautions to ensure that the compression sleeve is securely positioned inside the threaded compression cap and to avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. The device history records for the compression fitting and green sleeve were reviewed with no relevant findings. The very end of the green sleeve had been peeled into a ribbon of plastic. Apparently it had been caught in the threads of the white compression fitting when the clinician assembled the catheter body onto the connector assembly. Based on the condition of the sample and the report that the leak was discovered during use, operational context caused or contributed to this event. No further action will be taken.